Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, so the root cause of the reported complaint defect could not be determined. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter defective/damaged after placing the catheter, blood seepage was observed. Following flushing with saline, a crack was discovered at the base of the catheter, causing the bleeding. The catheter is unusable and must be replaced.